Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging the results downloaded to the software read lower than the results displayed on her unspecified onetouch meter. The complaint was classified based on the customer service representative (csr) documentation, , since the patient was unable to be reached by phone for additional information. The patient reported that at an unspecified date and time during 2004 to 2005 she misinterpreted the results on the software as lower that the results on the subject meter. The patient stated that at the time of the alleged issue she managed her diabetes with unspecified doses of oral medication (actos) and insulin (humalog). As a result of the alleged issue, the patient claimed she continued to follow her usual diabetes management regimen based on the software results. The patient claimed that an unspecified time after the alleged issue began, she developed symptoms of ¿shaky, sweaty, lightheaded and excessive urination¿. In response to the symptoms, the patient claimed she attended the doctor¿s office at an unspecified date and time where she received treatment of an a1c test and urine test however the results are unknown. No further treatment was specified. The patient also claimed that at the time of the doctor¿s office visit, the subject meter was checked and found to be working correctly. The patient claimed her blood glucose was tested on a laboratory device at an unspecified date and time however the result is unknown. Replacement product was sent to the patient. Although there is no evidence of a device malfunction, this complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the device and the device cannot be ruled out as a cause or contributor to the event.